Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. Fei no: (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys go negative pressure wound therapy device. The complaint was not confirmed as no device was received for evaluation. The complaint indicates a dressing that was leaking and didn¿t alarm. The system will not immediately assert a leak alarm. A leak alarm will not be asserted until fluid has cleared the tubing set and air has been freely flowing through the tubing at a rate greater than 3.5l/min at 80mmhg for more than 3 minutes. It is possible that with thickened exudate inside the fluid handling pathway, air flow will not exceed the 3.5 l/min. There is indication that the dressing was opened and no leak alarm was triggered by the system (as shown in pictures reported); however, there is no information on for how long the wound was kept open and the pump in function. In regards to a pump not triggering a leak alarm after the dressing was off the wound, the most probable cause was that the system was maintaining negative pressure as a result of a blockage and was not significant enough in order to trigger an alarm. Based on the evaluation of the pictures provided, it is likely that an occlusion within the fluid handling pathway occurred, most likely due to a higher setting (120mmhg) of the device suctioning portions of the wet gauze used in the wound area. It is clearly shown in the picture provided that the system was holding the negative pressure. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.

Manufacturer narrative:
This complaint was confirmed upon evaluation of the returned device. A technical evaluation of the pump was conducted at the (B)(4) service center on 26-march-2013 confirming failure of leak and blockage testing. A faulty vacuum motor (pump) was ruled as the most probable root cause of the reported failure to alarm issue. As a corrective action the defective components were replaced. Additionally, the device software was updated to version v0.68; the repaired device passed all functional tests and was confirmed working within specifications (refer to ra# 181078-001). Review of complaints history for renasys go pump serial # (B)(4) indicates no other issues have been reported against this device as of this date. No further action will be taken at this time. There is no indication of patient injuries or harm by the information provided. The complaint is recorded and any similar issues will be monitored through the complaint system. As a result of similar complaints smith & nephew has issued car02714 to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.

Event description:
The dressing is leaking and the machine did not give out alarm.

Event description:
Failure to alarm: the dressing is leaking and the machine did not give out alarm.